Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? (B)(6) 2013 thursday laparoscopic cholecystectomy case. What vessel or structure was the device fired on at the time of the event? Gallbladder. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No answer. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? No answer. Was there any torquing or twisting of the device present at the time of firing? No answer. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? No answer. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both, still misfiring, would not come out when it did two or more clips came out at once. What were the indications for surgery? What was found? No answer. Does the patient have any relevant history of surgical treatments? If so, what? No answer. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was misfiring; some of the clips were not clamping on the tissue. Multiple attempts were made to fire the device. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was fully showing up. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.